Event description:
It was reported that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences. Customer experienced an elevated blood glucose (bg) level was 595 mg/dl and gave a manual injection to address the bg level. Reportedly, customer was not removing air from the cartridges during the load sequence process. Tandem technical support educated customer on the proper load techniques. Additionally, the cartridge had been in use for 4 days. Tandem technical support education the customer in the cartridge labeling guidelines. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.